Event description:
The customer reported high bgs. The paramedics were called but the customer had given a manual injection and bgs were low by the time the paramedics arrived. Troubleshooting was performed. A prime test was performed and the insulin exited. The high-pressure test was not performed due to the lack of clamp. The customer indicated that they received a flu shot the day before their admission and that may have caused the high sugar level as they have not been feeling well since.